Event description:
It was reported that, the default planning for rotation on the femur for shapematch cases is 3 degrees of external rotation. This case was not modified by the surgeon and the valve was at 2 degrees.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was not returned to the MFR. When completed, the eval summary will be submitted in a supplemental report.